Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as carelessness in hygiene. The patient was treated the patient with unspecified antibiotics for the event. The pd therapy was continued in the early stage of treatment; however, pd therapy was currently discontinued. The hospitalization and patient outcome were not reported. It was not reported if the patient was retrained on proper aseptic technique.the reporter declined to provide additional information.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.